Event description:
It was reported that several episodes of non-sustained lead noise due to cross-talk. Programming changes were recommended. The physician elected not to make any changes. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.